Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery voltage of the device qualified for recommended replacement time (rrt), however interrogation did not show that the patient had reached rrt. The next day, the battery voltage read 2.62 and rrt was triggered for replacement. The device remains in use. No patient complications have been reported as a result of this event.